Manufacturer narrative:
Analysis of the implantable intrathecal catheter found a break in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-jun-09. It was reported that the pump was interrogated and no motor stalls were seen. There was no cause found for the patient's symptoms. The hcp ordered a catheter and dye study on (B)(6) 2018 but the patient's insurance denied it. The patient was given a prescription for tramadol for the pain. No other interventions were mentioned. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient felt like he was going through withdrawals, and he felt that the pump had stopped working. It was noted the personal therapy manager (ptm) was giving him boluses without locking him out. The patient was in the emergency room (ER) with nausea, diarrhea, sneezing, shaking, erratic thoughts and "sleeping a lot." The patient had called their doctor but the doctor was too far away, so the patient went to the ER. The patient did not mention hearing an alarm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2018. It was reported that the patient had felt like his pump had "not been working since early (B)(6) 2018." The cause of the issue was not yet determined. The patient was scheduled for a catheter, dye and rotor study on (B)(6) 2018. It was noted the hcp had tried increasing his pump and they had been trying to get him scheduled for diagnostics since (B)(6) 2018. The issue was not resolved as of (B)(6) 2018. It was noted "as far as we know, the pump and catheter are fully functioning." No further complications were reported.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient has "pump failure." This was confirmed yesterday morning (B)(6) 2018 at approximately 9:00am. The patient went to see his pain doctor, and they "needled the pump" (into the port) on (B)(6) 2018 to do a dye study. The patient explained the healthcare professional (hcp) for the pump, "couldn't needle" and they couldn't push the dye through. The catheter is clogged and damaged. The hcp for the pump confirmed that the catheter was damaged. They had a x-ray that showed there was damage to the catheter and explained this is why they couldn't get the needle in. The patient stated it may have been damaged when it was implanted in the patient. The patient also stated there may be damage to the pump itself. They have been in bed for 2 1/2 months, with "extreme withdrawal.¿ the change in therapy/symptoms was noted as ¿sudden.¿ the pump intermittently gets medication to the patient¿s spine. ¿probably april¿ is when he started going into withdrawal for no reason at all. He thought he had a morphine allergy, and he would be violently sick, go down like a rock, and all of a sudden he would feel better, like someone turned on/off a switch. These started getting more frequent, and the withdrawals would last longer, days and days at a time. He couldn't get out of bed and he vomited, had diarrhea, and had a headache. He would then feel better and he knew this was when the medication went to his spine. These events happened at night, during the day, and when he was driving. He needs to go in to have another surgery to take the pump out and/or replace the pump. The patient stated that he wants to know ifthe manufacturer is going to help him with the coverage of the surgery. He ¿went through hell to get this pump implanted.¿ he has been "pretty much sick since it¿s been put in¿ on 2017-nov-01. He just found out that he has "a bad pump.¿ the patient confirmed he wants the manufacturer to step up "and do the right thing" with replacing the pump. They want to get an explanation as to why the pump failed. He knows this is a pump failure. He is now in the emergency room (ER) because he had a seizure this morning (B)(6)2018 from a withdrawal. He is on dilaudid right now in the ER. His doctor turned the pump off yesterday (B)(6) 2018), the patient then noted the hcp "turned it down to almost nothing.¿ the patient kept stating that they are all confused about this and this "should not have happened." He thinks this pump came out of a factory in puerto rico where it was damaged by the hurricane and hopes this pump didn't miss quality control and that more people haven't been affected by other pumps. His pump doctor is "the highest rated doctor in mesa arizona" and said the hcp expressed concerns when the hcp did the dye study for the patient. He wants someone high up in the pump division to call him back because "this is going to get ugly". Reviewed several times that his information would be sent to patient relations. He wants the pump replaced. He was in extreme withdrawal. "It started after the big refill and the kick was probably 2 months ago, nothing really worked correctly anyway, I never got the pain relief I wanted, the doctor kept increasing the amount of the increases, he gave me more bumps through the personal therapy device, but I never really experienced any real relief, experienced a lot of withdrawal, the doctor was thinking the pump is turning on and off, or medicine was something getting through the damaged area in my spine, and I will have a good day, and the next day I can't get out of bed, I am vomiting, I have diarrhea, I have serious headache, I get confusion, it¿s all basically withdrawal". When asked about the dates, the patient states that he has been very confused because he is getting intermittent morphine, to involuntary withdrawal, he would say the first real one started when he came to the hospital a little over a month ago in withdrawal. He was given a couple of percocet¿s and was sent to the hcp that showed the pump was working but did not show there was a clog. The patient stated it¿s pushing medicine, but the medicine is not getting through. His hcp labeled him as a "morphine allergy" because of the medication in the pump. The hcp confirmed yesterday it¿s not likely a morphine allergy, it was that he was not getting the medication. They want to get into surgery as quickly as possible. The expectations with contacting patient relations was reviewed with the caller. There was no out of box failure reported. There was no medical/therapy problem related to a small components product. There were no further complications reported/anticipated. Additional information was received from the patient when they called back on (B)(6) 2018. The patient said the pump is making him sick so he was sleeping when he got the call. There were no further complications reported/anticipated. Additional information was received on (B)(6) 2018. The patient reported that he is ¿planning on seeing his surgery¿ but he "wants to know what happened with your product and what I can do to get this fixed.¿ he repeated the same information that "I want the pump and catheter replaced because I know it came from the facility in puerto rico and there was a big delay because of the supply issue from puerto rico and I feel like it was rushed, I don¿t have confidence in the pump in my body". The patient stated, "I have been in the hospital 3 times over this and the withdrawals were so bad it sent me into a seizure and I am a diabetic and it¿s about as sick as I have ever been in my life and the doctor found last thursday after putting dye through it with a needle and found it was plugged". Since the implant in november he has been sick and says it¿s never worked. All of these issues were reported in the original call. It was recommended for the patient to ask his doctor to call our technical service with any questions and to make sure they don¿t discard the pump when it¿s taken out. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Device code c62955 updated to c53269. Eval code-conclusion 92 updated to 67. Eval code-method 4114 and eval code-result 3221 now apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2019-jan-15. It was reported that it was unknown if the hospitalization in (B)(6) 2018 was related to the pump. No device malfunction had been confirmed. A leak had not been identified. It was noted that the patient was planning to have his pump removed. It was currently set at minimum rate, infusing fentanyl. No further complications were reported.

Manufacturer narrative:
Section 'device' information refers to the main device. The other relevant component includes: product ID: 8782, lot/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 05/01/2020; UDI#: (B)(4). Device code (B)(4) only applies to product ID 8782, catheter lot/serial# (B)(4). Evaluation codes method, result, conclusion only apply to the pump and product ID 8782, catheter lot/serial# (B)(4). Codes-method, result, and conclusion only apply to catheter product ID 8780, lot/serial #(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-dec-13. The patient reported their pump was malfunctioning and needed to come out. The patient stated they were getting sicker and they were in the hospital the previous week (relative to the date of the report, (B)(6) 2018), and the night before ((B)(6) 2018), because of the malfunction. The patient stated they were in severe drug withdrawal. The patient reported their healthcare provider thought the drug was dripping back into their fatty tissue and that small amount of drug escaping into their body was making them extremely sick. The patient stated they have had six good weeks during the time frame when this issue has been occurring in which they were fine, but then the drug started escaping/dripping back into their body again. The patient stated that this was a small amount of drug that was doing the same thing that it did "last year," landing them the hospital for a revision surgery. It was reported this issue began sometime in (B)(6) 2018. The situation was being assessed by the healthcare provider.

Event description:
Additional information was received from the healthcare provider indicated that there was no indication that the pump was upside down during the initial refill performed on (B)(6) 2017.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type catheter pro duct ID 8782 lot# serial#(B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type catheter pro duct ID 8782, serial# (B)(6), implanted: (B)(6) 2018, explanted:(B)(6) 2019, product type catheter h6: due to imdrf harmonization, some previously submitted codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the pump was implanted upside down and the catheter was sheared in the spine because of a laminectomy. A revision was performed that did not work because then he had medication leaking into the fatty tissue so he would be fine than go through withdrawal over and over again. He was then going to have the whole device system replaced, but when the hcp (healthcare provider) opened him up it was ¿a train wreck¿ and they thought he had an infection, so the device system was removed. He then had to wait a month to have a new device system implanted.

Event description:
Additional information was received from a consumer via a device manufacturer representative on 2018-jul-03. It was reported that a dye study was attempted on (B)(6) 2018 and the doctor was unable to aspirate the catheter and was unable to inject dye into the catheter. The catheter was revised on (B)(6) 2018. Shearing was noted on the catheter distal to the anchor where the catheter entered the fascia. The spinal portion of the catheter was replaced. The catheter would be returned for analysis. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was provided. Additional information was received from a consumer on (B)(6) 2018. The patient reported that he was "very frustrated last week and apologizes." He mentioned the failed dye study and was waiting for his insurance to approve the replacement. He also stated that the doctor found that it was "catheter related and not the pump." Additional information was received from a consumer on (B)(6) 2018 via email. The patient reported he had the catheter replaced on (B)(6) 2018 and he was "in bad shape" and was having a reaction to the morphine and his oxygen stats were low and he had been up all night with his symptoms, like the flu. He was shown a picture of the catheter and it looked "like a dog had chewed through it." He believed that the flu like symptoms he was experiencing in 2017-dec were related to the catheter/morphine. He wanted to know when and why the catheter broke. The patient was redirected to bring therapy concerns to his doctor. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2018. The patient reported their dose (fentanyl) used to be high, used to be 260 mg/day, but the doctor has turned it "all the way down." The patient did not know their current dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-oct-15. The patient reported that he was considering having the pump removed completely. He stated the pump still wasn't "working properly." He was still going "in and out of withdrawal." He had been working with a hcp but it's "just too far" and he is too sick to keep going back and forth. He said the "fact that this pump is still in him is a miracle." No further complications were reported.